Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4) results code: not cutting/failed test mesh on (B)(6) 2018, it was reported that the device had incomplete mesh. The customer returned a skin graft mesher device, serial number (B)(4), for evaluation. The customer also returned a 1.5:1 ratio cutter, serial number (B)(4), a 2:1 ratio cutter, serial number (B)(4), for evaluation. The device history record (DHR) and previous repair report review of skin graft mesher device, serial number (B)(4), noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR and previous repair report review also found that all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has previously repaired/evaluated skin graft mesher serial number (B)(4) as documented in the repair reports in livelink. The last repair was (B)(6) 2018 where it was reported that the device had incomplete mesh and no parts were replaced. This is not a related issue. The device history record (DHR) and previous repair report review of skin graft mesher device 2:1 ratio cutter, serial number (B)(4) , noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR and previous repair report review also found that all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has previously repaired/evaluated skin graft mesher 2:1 ratio cutter, serial number (B)(4) as documented in the repair reports in livelink. The last repair was (B)(6) 2018 where it was reported that the device was returned with skin graft mesher device, serial number (B)(4), for evaluation and no parts were replaced. The device history record (DHR) of skin graft mesher device 1.5:1 ratio cutter, serial number (B)(4), noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR review also found that all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has not previously repaired/evaluated skin graft mesher 1.5:1 ratio cutter, serial number (B)(4) as documented in the repair reports in livelink. Product review of the skin graft mesher by zimmer biomet surgical on (B)(6) 2017 revealed that the shoulder bolts and roller gear were damaged. It was also noted that the device was in calibration and passed the zimmer test cut criteria. The device came in with two cutters 1.5:1 ratio cutter, serial number (B)(4) and 2:1 ratio cutter, serial number (B)(4) both of which failed due to incomplete cuts. Repair of the skin graft mesher was performed by zimmer biomet surgical on (B)(6) 2018 which included replacement of the gear. Skin graft mesher, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was confirmed since during product review it was noted that 1.5:1 ratio cutter, serial number (B)(4) and 2:1 ratio cutter, serial number (B)(4) both of which failed due to incomplete cuts. The root cause of the reported event could not be specifically determined with the information that was provided. During the product review it was noted that the 1.5:1 ratio cutter, serial number (B)(4) and 2:1 ratio cutter, serial number (B)(4) both produced incomplete mesh. It is unknown with the information that was provided how this occurred. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. No further conclusions can be drawn from the complaint history review that warrants further action.

Event description:
It was reported that device had incomplete mesh. No patient involvement as this was on a cadaver.